Event description:
It was reported that the patient has been experiencing a increase in seizures recently, where he becomes confused. The patient admits to extra stres but mentioned that he has handled this stress before without a seizure. The vns was interrogated and found to be near end of service. Device settings were adjusted and the patient was referred for surgery. An implant card was received indicating that the patient underwent generator replacement due to battery depletion. The explanted generator is expected to be returned for analysis, but has not been received to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The explanted generator was returned to manufacturer on 12/1/2014. The generator was found to be at end of service due to normal battery depletion. The pulse generator diagnostics were as expected for the programmed parameters. The pulse generator module performed according to functional specifications, no condition was noted during the product analysis evaluation that would suggest any anomaly with the device.

Manufacturer narrative:
.